Manufacturer narrative:
The device has been received for evalutaion; however evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. No reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy